Manufacturer narrative:
The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material in the pebax and a separation between pebax and electrode section. A screening test was performed, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31305719l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic and force issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: using aseptic technique, remove the catheter from the package and place it in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created to further investigate the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. Initially, it was reported that during the procedure, the qdot showed high force, although catheter was not in contact with tissue. They tried re-zeroing, and it did not help. After doing so, several error messages were displayed such as: e105 magnetic sensor error and e106 catheter sensor error. The cable was replaced, and system was restarted; however, it did not solve the problem. As no other qdot was available, they had to switch to a thermocool® smart touch® sf (stsf) catheter and the procedure was completed without further technical issues. There was no patient consequence. The issues with magnetic sensor error and force sensor error were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 23-jul-2024, there was a reddish material in the pebax and a separation between pebax and electrode section. This was assessed as MDR reportable with an awareness date of 23-jul-2024.